Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of a remote transmission showed the implantable cardioverter defibrillator (ICD) delivered a shock with less than the programmed high-voltage energy for an episode detected in the fast ventricular tachycardia (fvt) zone. Despite the reduced-energy shock, the rhythm was classified as successfully terminated. Following the reduced-energy shock, there was an apparent decrease in pacing impedance across all pathways which triggered alerts for low out of range (oor) atrial and ventricular pacing impedances, and battery voltage had decreased which subsequently triggered recommended replacement time (rrt) three days later. Review of the episode data showed that short circuit protection (scp) had been triggered during high-voltage therapy resulting in less than the programmed high-voltage energy being delivered. Further review of the episode and device data showed that the decrease in pacing impedances and battery voltage following high-voltage therapy were indicative of a device issue resulting in the scp and subsequent false decrease in pacing impedances and battery voltage measurements. The device data did not show evidence of a lead issue as all lead trends were stable with ventricular pacing impedance noted to be chronically low but within normal range. The ICD was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d9 return date product event summary: the device was returned and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway. The feedthrough had current leakage (unspecified). Device analysis confirmed the field observation which is consistent with an l404 reset. Optical microscopy and optical coherence tomography confirmed that there was feedthrough dadet and medical adhesive delamination which resulted in an unintentional current leakage path that resulted in the field complaint observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.